Event description:
It was reported that the patient experienced an infection at his pocket site. It was further reported that "antibiotic treatment was necessary." It was stated that the infection occurred "approximately two years" prior to report. It was additionally stated that the patient's device was explanted due to the infection. A supplemental report will be filed if additional information becomes available.

Event description:
Follow up information received reported that infection was found during the procedure to replace the implantable neurostimulator (ins) because the patient was to get another manufacturer¿s device. During the procedure, the infection was found and the entire ins system was removed. It was noted that nothing else was implanted into the patient. The patient status was reported as alive with no injury. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Product ID, 3708240 lot# serial# (B)(4), implanted: 2006 (B)(6), product type extension product ID, 399930 lot# v013836, implanted: 2006 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), implanted: 2006 (B)(6), product type recharger product ID, 37742 lot# serial# (B)(4), implanted: 2006 (B)(6), product type programmer, patient. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 3708240, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2011, product type extension; product ID 399930, lot# v013836, implanted: (B)(6) 2006, explanted: (B)(6) 2011, product type lead. (B)(4).